Event description:
Nellcor puritan bennett received a report from an end user alleging internal foam insulation disintegrating and possible inhalation of foam material.

Manufacturer narrative:
During phone conversation with end user, it was identified that the device was in continuous use for approximately seven years with no appropriate equipment maintenance. Npb attempt to instruct end user in regards to device usage and maintenance, and customer refused. The device is not returning for investigation. Service history record of this serial number indicates no call for repair or service previous to this call. No record of any complaints of debris or no discoloration in tubing or interface.